Event description:
It was reported that a skin reaction occurred. On (B)(6) 2024, the patient experienced a skin reaction with rash under the entire patch area. The healthcare provider (hcp) that reported the complaint stated that the patient had a contact allergy to modified rosin, which according to the reporter, was previously demonstrated in the adhesive. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).